Event description:
It was reported that this electrode exhibited low impedances within normal limits. Technical services (ts) recommend bringing patient in for evaluation in office and request for troubleshooting. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that this electrode was fracture. Subsequently, this electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 326mm from the terminal end. The shock coil is deformed, smashed and grabbed with some type of tool. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that this electrode exhibited low impedances within normal limits. Technical services (ts) recommend bringing patient in for evaluation in office and request for troubleshooting. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that this electrode was fracture. Subsequently, this electrode was explanted and replaced. No additional adverse patient effects were reported.